Event description:
Physician called for advice regarding one of his patients. The pt has necrotising faciitis covering a large area including their perineum. This area has been surgically debrided and aquacel ag is being used as the primary dressing, 304 pieces of (10cm x 10cm) are being used at each dressing change. The patient is being treated with systemic antibiotics. Physician is concerned that the patients lfts (liver function tests) are elevated. He has reviewed the patients charts/notes and can find no obvious reason for this. He is concerned that it may be due to aquacel ag and to this effect he has discontinued the use of the product. Co discussed with the physician that aquacel ag contains low level of ionic silver and that the dressing is designed not to deposit silver into the wound, but retains the silver at the wound-dressing interface. Therefore, minimal chance that the silver will be absorbed systemically.